Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. The device catalog number is unknown; therefore, UDI # is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this patient has a right hemi hip arthroplasty. The hip was done by other surgeon. It is unknown when the hip was done. The hip dislocated, and during relocating of the hip in the ER, the femoral stem was pulled out of the cement mantle. The surgeon revised the femoral stem by removing as much cement as possible, and recementing back into the existing cement mantle. There was a reported loosening of cement to implant interface. There was no reported surgical delay. Doi: unknown. Dor: (B)(6) 2022. Affected side: right hip.